Manufacturer narrative:
The conclusion code for the desktop charger has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Na

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Under analysis it was found that the connector pin on the desktop charger was manufactured in reverse. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) was not charging but the connector pin of the desktop charger was not bent or loose. The implantable neurostimulator (ins) battery depleted. It was reported that the patient's replacement implantable neurostimulator recharger (insr) was not charging when plugged in. The arrows did not match up when plugged into the desktop charger, but the patient had always plugged it in upside down. The green light was on the desktop charger. A replacement desktop charger was requested. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.